Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customers blood glucose level was 512 mg/dl. The customer took corrective action by administering a manual correction injection and a bolus via pump. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage.